Event description:
Boston scientific received information that the patient with this right atrial lead, reported a syncopal episode. Upon interrogation, the programmed rate was at vvi 40 with an underlying sinus rhythm at 50-60bpm. The associated right ventricular lead measurements were all noted as good; however, the ra lead did exhibit loss of capture at maximum outputs. The patient had been referred to an ear, nose, throat medical specialist to determine if the syncopal episodes could have been contributed to something other than a low heart rate. No information was received regarding this clinical follow-up. To date, the patient is pacing at 17 percent and feels the syncopal episodes are attributed to a low heart rate. The histogram review indicates that the patient is chronotropically competent. Until a lead revision procedure can be scheduled, the associated device has been programmed with a lower rate limit of 50bpm to reduce the likelihood of a subsequent syncopal episode.

Manufacturer narrative:
Subsequently this lead was surgically abandoned; replaced with another boston scientific lead with acceptable lead parameters post implant. No resulting adverse patient effects reported. In the absence of a returned product, our investigation at this time is complete. Should new information be received, another report will be submitted.

Manufacturer narrative:
Following receipt of new information, this event will be further updated.